Event description:
Patient came into hospital 1/15/93 when he was given ankle splint with gel type for a fracture. He then went directly to md's office where it was casted. The office placed the ankle splint in a bag. The splint was reapplied 2/22. Patient noticed it bothering him 2/23. The splint had hard areas like small pebble-like spots that had caused pressure sores. Patient states that he is a diabetic. These points were felt by our staff. The materials management office will be contacting the distributor to notify them of this occurrencedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, none or unknown, unanticipated adverse reaction - long term. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.